Event description:
Client informs that the equipment panel indicates an error and that it is not working. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4): client informs that the equipment panel indicates an error and that it is not working. There was no pt involvement with this issue. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.